Manufacturer narrative:
(B)(4). Date sent 1/7/2025 d4 batch #838c45 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60d reload loaded on the device. The reload was received fully fired. Upon analysis, the jaws and closure trigger were noted in the partially opened position, the knife was noted to be slightly advanced. The device was closed and the knife reverse switch was activated and the knife returned to the home position as expected. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 838c45, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the firing trigger did not open after firing. The firing trigger was opened by forcibly releasing. The device was locked out. There was no effect on the patient. There was no bleeding. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.